Event description:
It was reported that the packaging of the minicap transfer set was dirty. This was identified before use of the device for peritoneal dialysis therapy. To resolve the issue, the transfer set was replaced. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6 and h11. H11: the actual device was not available; however, three (3) photographs of the sample were provided for evaluation. The photographs were reviewed and a discolored, wrinkled, and dirty pouch was observed. The reported condition was verified. The cause of the condition could not be undetermined. A shipping investigation was completed, according to which a shipment of the lot number h24d17040 was delivered to the customer in july 2025 and no abnormality found in picking and packing for the order. The distribution center showed the last transaction date of lot h20l03089 was on july 01, 2021. All quantity was reconciled with no further issues. A batch review was conducted on both of the reported lot numbers and there were no deviations found related to this reported condition during the manufacture of these lots. Should additional relevant information become available, a supplemental report will be submitted.